Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels of up to the 300s (mg/dl) for 4 days. Customer changed their supplies, administered a bolus, and administered insulin injections with pens to treat their bg levels. Reportedly, customer believed that there may be something wrong with the "pumping mechanism". System check and review of pump data with tandem technical support indicated pump was performing as intended. Customer indicated that they temporarily reverted to insulin injections for diabetes management after the call with tandem technical support on (B)(6) 2016, but would resume use of the pump.